Event description:
It has been reported that the guide k wire has broken into the drill bit. There was no adverse consequence to the pt.

Manufacturer narrative:
Visual insp confirmed the head failure. Technical discussion with other users permitted to determine this kind of damage may occur if the guide k-wire is not introduced straight into the bone. In this situation there is a conflict between the cannula shape and the guide wire shape conducting to drill bit distal head breakage or a k-wire breakage. The root cause of the event is suspect to be user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.